Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a torn downstream occlusion (dso) seal and a contaminated dso sensor. The power button, dso seal, and dso sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for the power button not working; however, the device evaluation noted a torn downstream occlusion seal. There was no reported patient involvement.